Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post paced t wave oversensing on the defibrillator. The patient did not receive any therapy during the oversensing. Programming changes were made. The patient was in a stable condition post programming.